Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. At the time that this event was report, the xience skypoint was not commercially available in the us; however, it was similar to a device sold in the us. Na.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed, de novo lesion in the moderately tortuous proximal left anterior descending artery (plad). After lesion pre-dilatation, the 3.5x28mm xience skypoint drug eluting stent (des) system was advanced to the lesion and deployed at 14 atmospheres (atm) for 30 seconds but the balloon expansion was inadequate to ensure complete apposition of the stent to the artery wall. The balloon was inflated a 2nd time, to 14 atm for 30 seconds when the balloon ruptured. A new balloon was used to complete dilatation and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.